Event description:
Per rn, the home pt has fully recovered from the infection and was discharge.

Event description:
Reportedly, a home patient contacted their peritoneal dialysis nurse to report experiencing abdominal pain, chills, and cloudy effluent. The home patient then went to the emergency room as directed by their nurse and was admitted, after being diagnosed with peritonitis. Initial treatment included 1gram cefazolin intravenous once daily, and 900 milligrams vancomycin intravenous once every 72 hours. To date, the home patient remains hospitalized.